Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported polyethylene wear; however, polyethylene wear after approximately 18 years implantation should not be unexpected. In addition, wear after 18 years implantation is unlikely to be product related. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address infection, loosening, poly wear and osteolysis.